Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 190 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level, which was between 54-500mg/dl. The customer was guided through the process of filling and loading a new cartridge onto the pump using the proper technique and successfully resumed insulin administration.